Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose. The customer declined troubleshooting for low blood glucose. The customer's blood glucose at the time of incident was 49 mg/dl and blood glucose was already up to the 100 mg/dl. The customer treated low blood glucose with the orange juice. The device will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. The information provided with the initial report was incorrect. The correct information has been included with this report.